Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the car door hit the pump and the touchscreen blacked out. The customer's blood glucose level was 175 mg/dl. Reportedly, red and green lines were displayed on the touchscreen. Customer would use manual injections as alternate insulin therapy.